Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings with the ilet bionic pancreas, including a peak of 341 mg/dl and subsequent values of 251 mg/dl decreasing to 189 mg/dl, and the user temporarily paused insulin delivery due to fear of hypoglycemia before being advised to resume insulin. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.